Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been experiencing pain and discomfort (described as heating) at the ipg site. As a result, the patient may undergo surgical intervention.

Event description:
Follow-up revealed pain at the ipg site remains ongoing but the discomfort (described as heating) is no longer present. Possible surgical intervention remains pending.

Event description:
Additional information was received stating that the ipg was replaced. Stimulation was reportedly restored postoperatively. Surgical intervention addressed the issue.